Event description:
It was reported that the image becomes foggy / unclear after using it for a few minutes. Surgeon complained about it while using it for a theatre procedure. An alternative camera head was used for the rest of the procedure. Patient was not harmed nor were there any further complications. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).